Manufacturer narrative:
Concomitant medical products: 200 ml baxter bag lot y291666, (B)(4), exp june 20; non bd extension set; 100 ml baxter bag, lot 94-057-jt, exp 1 apr 2020, potassium chloride; therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing leaked at the blue fitment location. Although requested, there were no further details or information provided and no report of harm.

Event description:
It was reported that the tubing leaked at the blue fitment location of the set while infusing ns to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the blue fitment was confirmed. During visual inspection of the set received it was observed that the silicone segment had a tear near the upper fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The root cause of the tear could not be definitively determined.